Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and straps were used to fixate mesh. The patient had to go back to the operating room on (B)(6) 2013 because the mesh came loose. Additional information was requested.